Event description:
On 5/4/00, a pt presented for a transurethral microwave thermotherapy to treat pt's benign prostatic hypertrophy. The site reported that during the treatment, the physician noticed that md was not getting good temp readings. Md checked the probe and discovered that probe had a coolant leak. This event is being reported, as a similar event could cause a serious injury.